Manufacturer narrative:
(B)(4). Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device mmm387 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. It was reported that the suture broke when sewing. Another like suture was used to complete the procedure. There were no adverse consequences to the patient reported.